Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that an italian patient had developed a "wound" where the garment closes. No indication that the wound was open or seeping. The patient's nurse applied gentalyn cream on the wound. During a follow-up, it was reported that the patient's wound healed.